Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. C22916) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia, pelvic pain female and menometrorrhagia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation ("novasire ablation "). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. The reporter commented: the number of expanded coils that appeared bailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micra-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 26-may-2020: mr received. Lot number added. Event medical device added. New reporters, plaintiffs information added. Concomitant conditions and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.